Event description:
It was reported there was a shocking or jolting sensation. The patient had a shocking pain that radiated from their back down their legs. The pain started occurring a couple weeks prior and was during hurricane sandy so the patient made an appointment as soon as they could. It was noted the patient went to the hospital the previous week and was meeting with the doctor and representative on (B)(6) 2012. It was noted the patient was informed to call in to get help with turning their device off so the doctor could determine if the patient was experiencing pain with and without implant on. Follow up reported the patient went to the health care professional's office for reprogramming and follow up. It was noted no additional information was known. Additional information has been requested but was not available as of the date of this report; a follow-up report will be sent if information becomes available.

Manufacturer narrative:
Product ID 3889-28, lot # v979747, implanted: (B)(6) 2012, product type lead; product ID 3037, serial # (B)(4), product type programmer, patient. (B)(4).